Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient experienced cardiac arrest and was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.